Event description:
Narrative: acist employee called in the complaint. Customer called in an extravasation. It happened the morning of (B)(6) 2011. Empowercta accessory, eda and eda patch were not used. Psa never changed. The protocol was to inject 150 ml of nonionic contrast (isovue 300) at a flow rate of 1.2 ml/sec then increased to 2.0 ml/sec through a forearm vein. The injector had delivered the entire 150 ml when the technologist noted no contrast on the scan. (B)(4).

Manufacturer narrative:
Upon review of the medical advisory board member responsible for this device, this incident represents a large volume extravasation that may have been minimized had the extravasation detection accessory (eda) been used. Extravasations of non-ionic contrast >100 ml have a moderately high probability of causing compartment syndrome. There was no radiologist on site and the attending physician was from the emergency room and most likely not familiar with the risks associated with extravasations of this magnitude. The cta injector worked properly and was not the cause of the extravasation. No extravasation detection accessory (eda) was in use with the injector at the time of this incident which may have detected the extravasation.